Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver functional test was performed and passed. Receiver pairing test was performed and passed. A review of the share logs was performed and signal loss was not found within the investigation window. Confirmation of the allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.